Event description:
It was reported that during an implant procedure, a guidewire caused a dissection of the coronary sinus. A left ventricular lead was attempted; however, the physician "could not wire it." The physician noted concern that bleeding had occluded the coronary sinus branch so the lead was removed. The patient is a participant in the wrap-it study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: UDI provided.